Manufacturer narrative:
Concomitant medical product: product ID 97745, serial# (B)(6): product type programmer, patient h3: analysis of the 97745 programmer (serial number (B)(6)) revealed a broken connector pin. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that they got the controller and battery pack, but went to use controller and it said battery empty then came up with software problem (1-intellis, 2-3.6, 3-244, 4-battery monitor configuration.c). Pt reset controller and then saw the set up for implant screen, but pt could not advance past that. Pt reset again and the screen did not turn on. Pt plugged into ac power and confirmed green light was blinking and screen came on again. Pss reviewed to leave controller plugged in until fully charged, then finish setting up the implant. Additional information was received from a patient (pt). It was reported that they received the controller and battery pack and the controller touchscreen is not recognizing the touch. They are not able to set up the controller because the screen is stuck. Patient services (pss) assisted patient with resetting the controller, screen will not recognize the touch. Patient stated the battery pack is stuck in the prior controller and they could not see the serial number inside of the old controller. A replacement controller was sent out.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Pt stated their controller has completely went off. Patient (pt) called and said about a week ago their "controller" went haywire. Pt said the stim started shocking them and moving pt's legs. Pt said they went to turn stim off but they couldn't turn stim off and eventually stimulation stopped. Pt then said they couldn't turn the controller or stim back on as the controller was blank. Pt messaged with their manufacturer representative (rep) about a week ago and rep asked if pt recharged the device, but pt thought they had. During the call pt confirmed controller was blank. Pt removed li battery to try and reset, but it was discovered the battery pack had broke apart and the bottom half was stuck in the controller. A replacement controller and battery pack were sent out. Pss reviewed once pt got the working controller and turned stim on, to follow up with rep/healthcare provider (hcp)should the therapy still feel like it was shocking them.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.